Event description:
The customer reported that there was no x-ray and no image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber board, interconnect cable and backplane were replaced and then found to be operating as intended.